Event description:
Endo gia 30 being used for wedge resection of lung. Staplers not functioning correctly. 1. Dislodged so it wouldn't fire. 2. Partially cut lung. Partially stapled. 3. Partially cut. Partially stapled. Surgery time prolonged.